Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not find any issues with the endoscope or system. The fse found no issue found with the universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. The complaint regarding scope issue was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the image was flipped on the endoscope. An intuitive surgical inc. (Isi) technical support engineer (tse) tried to walk the customer through a work around, but the customer already tried multiple times. The customer tried to spin the 30-degree endoscope and also tried a 2nd endoscope, but the issue remained same. The image was flipped, and the instruments were moving in the opposite direction. The procedure was converted the procedure to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was sleeve gastrectomy. The endoscope orientation was reversed and not the image. The surgeon went to the console to change the orientation down, but it was only staying in the up position for the 30-degree endoscope. It was stuck in the up position. Multiple endoscopes were tried, and the issue persisted. A reset was performed, and the issue was not resolved. The procedure was converted to laparoscopic surgery. No port incision was increased, and no additional ports were placed. There was no patient injury.